Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when filling a cartridge. Additionally, it was reported that a cartridge septum appeared to be "split" or "cracked" down the middle. Blood glucose was 250 mg/dl. A new cartridge was successfully loaded to address the event and insulin delivery was resumed.